Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) was confirmed. Upon investigation the belt failed a therapy electrode recognition test. Upon evaluation, there was an open rear pulse wire in the trunk cable. The cause for the test failure and reported alarms is the open pulse wire. The root cause for the open pulse wire is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the patient was experiencing "adjust belt" messages.